Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the blood vessel of the upper limb. A sv/4.5-2/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient' status was good.